Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the proximal extension line twisted in use. It stopped the infusion of the catecholamines." It was reported the patient's blood pressure "went low" and treatment was delayed for approximately 30 minutes. The proximal line was clamped and the noradrenaline was infused through the "medium line". No further consequence reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the proximal extension line twisted in use. It stopped the infusion of the catecholamines." It was reported the patient's blood pressure "went low" and treatment was delayed for approximately 30 minutes. The proximal line was clamped and the noradrenaline was infused through the "medium line". No further consequence reported.